Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump had reached end of service and was replaced. The pump would be returned to the manufacturer and was in the possession of the rep. During the replacement, the hcp noticed that the pump segment of the catheter appeared damaged, and replaced it. The patient did not experience any change in therapy, and there were no reported symptoms. The catheter segment remained implanted. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
Intervention was not required. Type of reportable event updated to malfunction. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found underinfusion with an unknown root cause. The catheter was returned and analysis found damage to the transition tube. Adverse event no longer applies. Serious injury no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone (2.0 mg/ml, 1.0991 mg/day), bupivacaine (12.0 mg/ml, 6.595 mg/day) and clonidine (140.0 mcg/ml, 76.94 mcg/day). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.